Event description:
It was reported to philips that the ac power module was making a humming noise and not charging the battery. There was no patient involvement.

Manufacturer narrative:
The device was evaluated by the customer with assistance from a philips remote service engineer (rse). Philips has determined that the m3539a ac power module for the heartstart mrx monitor/defibrillator may fail at a higher than expected rate. These failures were due to either an internal component failure, excess solder used at the time of manufacture, physical damage in the field, or the ac power module reaching the end of its useful life. A good faith effort has been made to clarify the resolution as the service quote was cancelled in the system, but there was no response. Philips is unable to rule out that a malfunction did not occur. Multiple attempts were made to follow up, but no response was received for further case details. As the service quote was cancelled, the equipment was not repaired and issue could not be replicated during evaluation, so a definitive cause for the alleged failure could not be determined. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.